Manufacturer narrative:
It was reported that on 08/11/2011 the patient underwent excision of mesh and vaginal reapproximation due to mesh exposure and dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted; although it was not listed in the complaint, the medical records indicate that obtryx was also implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and align (bard) was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total vaginal hysterectomy, bilateral salpingo-oophorectomy, video cystoscopy due to sui, uterine prolapse, cystocele, rectocele, perineocele. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced mild interstitial cystitis. It was reported that patient underwent mesh removal on 2011 by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 11/24/2015. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient died on (B)(6) 2015. No additional information was provided.